Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was explanted due to loss of capture and decision was made to replace entire system with upgrade to crt-d at time of revision. No complaints on the rest of system. No adverse patient events were reported. Should additional information be received, this file will be updated.